Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An isi failure analysis engineer (fae) reviewed the stapler logs for this event. Per the fae, the logs show that 8mm curved-tip sureform 30 stapler instrument (part #488530-10, lot #u90220315-0004) was installed 13 times and fired 12 reloads (4 blue followed by 1 gray followed by 2 white followed by 5 blue, in that order). All firings were completed per the logs. The first 7 firings had no pauses for compression, and the last 5 firings had 1 or 2 pauses. There were no incomplete clamps by this instrument. This event is being reported due to the following conclusion: after completion of a da vinci-assisted pulmonary right upper lobectomy procedure, the patient had a post-operative air leak which reportedly resolved on its own. Per the surgeon, no medical intervention was administered to resolve the air leak. The cause of the air leak is unknown.

Event description:
It was reported that after completion of a da vinci-assisted pulmonary right upper lobectomy procedure, the patient had a post-operative air leak. The location and cause of the air leak is unknown. It is unknown if the air leak was from a staple line or any other method from a da vinci product. Intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon said the air leak that was discovered post-operatively and resolved on its own within 48 hours. No medical intervention was administered to resolve the complication. The surgeon indicated that post-operative air leaks are very common for lobectomies and he does not believe this is unique to da vinci. The surgeon said they do not know if this leak was due to a da vinci product and that it could have been due to adhesions or something other than the da vinci staple line, but they ultimately do not know. The surgeon said this event had no impact of the procedure outcome nor the patient outcome. The patient was not reportedly hospitalized longer than expected and has been discharged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A clinical development engineer reviewed the video of this procedure and provided the following observations: "from the given video it looks like at around 5:20 and at 6:03 there were two events of minor oozing of blood from the staple lines after a fire with the 8mm sureform 30 curved stapler. The oozing was resolved by itself. I am unable to determine why the oozing occurred from this video alone. The oozing observed is not specific to da vinci staplers and can occur in any stapling procedure. "In the video, we do not see any malformed staples and with this video alone, we are unable to determine the root cause of the minor oozing and air leak."